Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the banana plug at the back end of the instrument housing was bent to one side. There was no damage observed to the chassis or the housing. The instrument passed electrical continuity testing. It was concluded that the bent damage was likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were approximately .158 and .097 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the tube abrasions with material removed found during failure analysis investigation could likely cause or contribute to an adverse event if the malfunctions were to recur.

Event description:
It was reported that during the reprocessing of a da vinci monopolar curved scissors instrument, a broken cautery post was identified. Nothing reportedly fell into a patient, and no patient harm, adverse outcome or injury was reported.